Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-may-2024, it was reported that the infusion set's tubing got damged. Currently, the blood glucose level of the patient was 269 mg/dl. No further information available.

Manufacturer narrative:
Patient's city: (B)(6).